Event description:
A caregiver (cg) contacted baxter's technical service center to report bypassing the initial (I) drain on the homechoice (hc) device due to slow flow patient drain alarm. The technical service representative (tsr) reviewed the programming. The largest fill volume (lfv) was 1800ml and initial drain volume = 44ml. The home patient (hp) was currently in fill 1 with fill volume (fv) of 1070ml. The tsr advised the cg would need to troubleshoot the alarm and do a manual drain since the hp only drained out 44ml during I drain. The tsr had the cg arrow down to I drain and press go. The tsr had the cg perform troubleshooting steps and the drain volume (dv) was increasing at a steady rate. The dv was 3303ml, which meets increased intraperitoneal volume (iipv) criteria. The device was not swapped. Product surveillance contacted the hp's nurse, regarding the overfill event and that the caregiver had bypassed the initial drain alarm. The nurse stated the hp was doing fine and continuing with therapy. The nurse confirmed there was no patient injury or medical intervention associated with this report. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be submitted.